Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side intra capsular rupture and capsular contracture baker grade unknown. Device has been explanted.

Event description:
Physician reported right side intra capsular rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified broken crease sharp, stress marks, wear abrasion, missing shell (0-25%) and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening and a missing shell due to inconclusive.